Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.75x24mm promus element plus drug-eluting stent was selected to use for treatment. However, it was noted that there was a suspicion of poor crimping of stent. The device was removed and replaced with another of the same device and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus mr ous 2.75 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. The stent showed no signs of movement and was set between the proximal and distal markerbands. A section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 24 mm promus element plus drug-eluting stent was selected to use for treatment. However, it was noted that there was a suspicion of poor crimping of stent. The device was removed and replaced with another of the same device and the procedure was completed. No patient complications were reported and the patient's status was stable.